Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient is (B)(6). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("irregular and heavy menstrual periods"), back pain ("back pain"), dyspareunia ("pain during intercourse"), arthralgia ("joint pain") and headache ("frequent headaches"). The patient was treated with surgery (surgery for essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, back pain, dyspareunia, arthralgia and headache had not resolved. The reporter considered abdominal pain, arthralgia, back pain, dyspareunia, headache, menometrorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff is (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received- case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.